Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products. Dtba6935m64, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead revision occurred "shortly" after implant, approximately one month. During the device follow-up there were 4 non-sustained tachycardial - vt ventricular tachycardial episodes with noise in the right ventricular (rv) channel, and there may be a lead fracture. It was also reported that there may be a connection issue. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.